Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, on closing the vaginal cuff, the needle broke in half and fell into the patient¿s cavity. This happened twice during the same case. The needles were retrieved via laparoscopic instrument. They opened another reload, continued the case and completed it. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.